Event description:
A pk papyrus covered stent system was selected for treatment. During attempt to treat a dissection the pk papyrus was delivered, but it developed thrombosis afterwards that needed additional ballooning and medication.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation; angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. No device deficiency or manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.